Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that enhanced half height drawer 2.1 failed to recover. A field service engineer (fse) assisted customer to shut down the station, unplug the power cord and reboot to resolve the issue. The system functioned as intended after the field service engineer assisted the customer to resolve the issue on device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 pocket e1 was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.